Event description:
A 16 mm x 16 mm x 11.5 cm iliac stent graft was inserted in a pt for the treatment of an abdominal aortic aneurysm. Fluoroscopy demonstrated that the stent graft appeared to be longer than the selected device. The delivery system was removed from the pt without implant of the stent graft and another iliac stent graft was used to successfully complete the procedure. The device was discarded by the hosp staff and could not be retrieved for return to medtronic and there were no images or pictures taken while the device was still in the pt. The device met all inspection criteria prior to being released from medtronic and it met the correct dimensional specifications before and after it was loaded into the delivery system. Without return of the device, it was not possible to verify the info provided.